Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an iliac rupture. The hypogastric artery was intentionally covered during the implant procedure. It was reported that the patient had a limb occlusion. Intervention was performed and a clot was removed from the limb, the occlusion did not extend above the flow divider. A femoral¿femoral bypass was also performed and the event resolved. The physician stated that the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.